Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker and right ventricular (rv) lead exhibited oversensing of noise leading to pacing inhibition, however no asystole was observed. A lead fracture was suspected. A lead revision was performed where the rv lead was surgically abandoned and replaced. The pacemaker remained in service and no additional adverse patient effects were reported.